Event description:
It is reported that the patient is experiencing unknown issues with his implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This information was reported in error on initial MDR #0001822565-2015-00973-2. No devices or photos were received for exam; therefore, the condition of the components is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. Review of the primary operative notes confirms that the patient underwent left total knee arthroplasty due to a severe degenerative joint disease of the knee. Trials were inserted and the knee was brought through range of motion. The surgeon revealed stability and removed the trial components. The implants were inserted with a cementless technique. No range of motion or stability testing was noted after the implants were inserted. Review of the revision op notes confirm that the patient underwent a revision due to pain. When removing the tibial component, bone in growth was found on the medial peg; however, not much ingrowth was found on the lateral peg. A field action was conducted on february 19, 2015 in which zimmer, inc. Voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. It was noted the field notification contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient underwent knee arthroplasty revision.